Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported material separation. It was reported that the guide wire separated during use. Factors that may contribute to material separation include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, inadvertent mishandling, or excessive force. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during the procedure the tip of a hi-torque pilot guide wire separated. The tip was noted to be removed. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.